Event description:
The patient received lesion at the stimulating electrode ste on his left wrist while undergoing spinal surgery with intraoperative somatosensory evoked potential monitoring a small circular mark was noted on left wrist directly under the stimulating electrode. The right wrist was unaffected. Left wrist was treated topically with ointment and covered with bandage.

Manufacturer narrative:
Unit received for evaluation had wet marks inside the stim box. It is concluded that this incident was caused by liquid ingress inside the protektor stim box. And the fluctuating output from channel "c" was caused by liquid ingress. Keeping the unit dry would have prevented the malfunction of the device. Reference: user manual part number - 104342c. General warning and cautions: "the protektor headboxes carry ordinary classification for the level of protection against ingress of liquids (ipxo). They are not drip or splash proof. Avoid letting liquid seep into any of the internal electronics of the system."